Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a scheduled implant procedure, the device charge time - which measured at 12.5 seconds - was unsatisfactory to the physician. The device was not used and there was no patient involvement.